Event description:
It was reported that the patient presented to the clinic for a follow up. It was noted that the right atrial (ra) lead exhibited oversensing noise resulting in atrial pacing inhibition. The ra lead was capped and replaced on (B)(6) 2026. The patient was discharged post procedure.